Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump alarmed motor error. Customer's blood glucose reading is 179 mg/dl. Assisted customer with clearing the motor alarm. Customer stated that the drive support cap is flush. The insulin pump failed the displacement test. Nothing further reported.